Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod.

Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 47 pulses and deactivation occurred at pulse 59. The firing flat was in the expected position at the end of the second prime. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.